Event description:
It was reported that the insulin pump turned off during the night and woke up with blood glucose of over 600 mg/dl. Troubleshooting was done for blank display and battery out limit. Advised customer the battery cap would be replaced. During the troubleshooting the display returned and self test passed. The customer was advised to monitor the insulin pump. No further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.